Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the patient suffered from insufficiency of the cerebral blood supply due to an undetermined reason. Correction: the patient was admitted to hospital with dizziness and vomiting. The event was treated with stent implantation in the carotid/cerebral artery. The patient was taking dual antiplatelet therapy within 24 hours prior to the event. The investigator assessed the event as not related to the procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two resolute integrity des were used to treat the rca. Approximately 9 months post procedure patient suffered stroke and was treated with stent implantation in the cerebral artery. The patient is not recovered. The investigator and sponsor assessed the event as not related to the anti-platelet medication or index device.

Manufacturer narrative:
The patient recovered. If information is provided in the future, a supplemental report will be issued.